Event description:
The resident at the hospital reported the following event :"during a medical procedure, the surgeon had a doubt regarding the quality of the implant which had a groove or a deposit of debris inside the neck. The device was not implanted and another head was used."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding foreign matter involving a alumina v40-femoral head 28mm, +0mm nk was reported. The event was not confirmed. -device evaluation and results: visual inspection of the device indicated minor dark markings on the device. The alumina v40-femoral head 28mm, +0mm nk showed minor dark markings around the taper of the neck. The device seems otherwise unremarkable. The debris noted in the event description was not documented and could have been removed when the device was decontaminated. Dimensional inspection of the device indicated that the device is within specification. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a device that was not implanted due to a groove or deposit of debris inside the neck. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation photos of the device at the time of surgery with the reported debris on it are needed. Also either pictures of the packaging or returned packaging are needed to determine the root cause.

Event description:
The resident at the hospital reported the following event :"during a medical procedure, the surgeon had a doubt regarding the quality of the implant which had a groove or a deposit of debris inside the neck. The device was not implanted and another head was used."